Event description:
IV set connected to a 500 ml bag of lactated ringer's solution. After the set was primed and 70 ml of lactated ringer's solution was administered, anesthesiologist noticed a black speck in the fluid reservoir. The IV set was discontinued and the black speck was isolated and retained within the fluid reservoir of the buretrol.